Manufacturer narrative:
This report is submitted on 08 feb 2021.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2021 due to non-use.

Manufacturer narrative:
This report is submitted on (B)(6) 2021.